Manufacturer narrative:
The reported failure of evt_supercap_failed is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of internal flow verification: negative flow: measured vt is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo device was returned to the manufacturer for evaluation due to a ventilator service required alarm. There is no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed error evt_supercap_failed (error code 238) in the device error code log and the system printed circuit assembly (pca) was replaced to address this error code. Additionally, the device failed the internal flow verification: negative flow: measured vt test step, and the flow sensor was replaced to address this failed test step. The ac harness clip was also attached since it was found to be detached. Due to maintenance procedure to prevent failure, the air inlet foam filter, particle filter, and muffler assembly were replaced. The service technician performed final testing, battery check, valve check, run in tests, and cleaning; then confirmed the unit operated properly. The software version was upgraded to 1.06.15.00.